Event description:
The device was returned to a third-party service center for completion of 4-year service. On evaluation, the device failed testing due to low pilot pressure during the active exhalation testing. The device's 3-way solenoid valve was replaced to address this issue. Additionally, the device failed to boot up properly due to the system printed circuit assembly and the display printed circuit assembly failure caused by a defective flow sensor cable. The flow sensor cable and both printed circuit assemblies were replaced to address this issue. After repairs, the 4-year service was completed. The device passed final testing and was confirmed to be operating properly.